Event description:
It was reported by the vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained in the right groin via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It wa reported that the device wa shuttled down to a definitive stop. Then the technician withdrew the sheath from the tissue tract and the distal portion of the black housing tore off of the device. The technician believes that the sealant remained in the patient. The technician was advised by the physician to apply manual pressure to the access site for 15 minutes as a precaution. Hemostasis was achieved. The patient was ambulated and discharged to home to same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The advancer tube was separated from the device. The distal end of the shuttle cartridge was torn and a piece of sealant was adhering to the torn cartridge. The device was inspected for anomalies that may have caused the tear. No anomalies were observed. The review of the lhr (lot f1308502) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for the tear and the root cause of the reported event of failure to deploy could not be conclusively determined.